Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for three days, the battery was removed form pump and monitored for ten minutes; the insulin pump power up properly after insertion of the battery and no post-reset ram crc alarm, trace pointers are invalid error, history pointers failed error, the motor arm cannot communicate with the main arm error or blank display anomalies were noted. The insulin pump had cracked case on the back at the battery tube area, minor scratched display window and minor scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unresponsive. After the customer inserted a new battery the insulin pump alarmed pump error 4, pump error 68, pump error 49, and pump error 23. The insulin pump reinitialized. Customer's blood glucose level was 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.